Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during patient transport (age & gender unknown) the device restarted/rebooted on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation despite multiple attempts to arrange for the return of the product. To date, the customer has not replied and product has not been returned for evaluation. Review of the data file provides evidence of the customer report. Without the product for evaluation, we cannot determine root cause.